Event description:
The device was used during a thoraco giant bullectomy. Reportedly, the staple line did not form properly and the knife cut. Another device was used to finish the procedure. No pt injury was reported.